Manufacturer narrative:
It was reported that a closurefast procedural accessories clf procedure pack had a tumescent needle that was blunt prior to use. Issue was noted pre-operation; the procedure was completed by using a new cfp device. A new kit was opened to complete the procedure without issue. There was no patient involved, the device was not used on the patient. The device will not be returned as it was discarded by customer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The tumescent needle was blunt.